Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaws. The analysis results of the device found that it was received with the jaws misaligned making the instrument non-functional. A possible cause of this condition may be the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. However, it could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, with this applier the clip is not getting closed properly. Unknown how case was completed. There were no adverse consequences for the patient.